Event description:
Pt received dialysis treatment on co machine. Ultrafiltration goal set for 1000 ml. Treatment time 2.5 hours. Treatment stable until last 15 minutes of dialysis treatment. At this time bp 54/palp. Pt pale and clammy. Placed in trendelberg and 300 cc normal saline given. Blood returned. 400 cc normal saline given. Oxygen therapy initiated. Placed on martar. Pt in sinus rhythm with elevated t-waves. Pt felt better after blood returned. Bp 122/68. Pt's post weight was 1.6 kg below target weight. Ultrafiltration removed per machine 970 cc's. Machine removed and checked by chief technician. Uf chip found to be malfunctioning. Chip operates uf calculator. Part of lp 430 board. Board replaced, machine recalibrated and functioned properly. Pt did not experience any permanent impairment, though fluid resucitation was required. Pt did not require hospitalization. Machine had been pm'd 11/23/94. Uf calculator functioned properly at that time.